Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: as returned, a portion of the slap hammer engagement dovetail has fractured. In addition to the fracture, the device exhibits significant wear in the form of scratches, mushrooming, impaction marks, and various other nicks/dings. This type of wear is indicative of extensive use in the field during the device's nearly (B)(4) potential field age. Based on the available evidence and the event description in the per, the device likely failed due to normal wear and tear in the form of repeated impaction. Eval: upon receipt, measurements of the device (including material hardness) were taken and found to conform to print specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the surgeon impacted the im guide rod with a mallet causing a piece of the im guide rod to break off.